Manufacturer narrative:
The device was returned to the MFR and is presently undergoing analysis. No further details are available at this time.

Event description:
The device was implanted on 2/5/97, for intrathecal infusion of bipuvicaine/morphine for treatment of pain (note: the infusion of bipuvicaine is not a MFR's indication for the device's intended use). On 2/10/97, the physician informed the MFR's clinical rep that he was unable to get the desired concentration at the time of the device implant and as a result, he refilled the device on 2/7/97 with the desired drug concentration. At that time, the return volume (rv) = 48cc which is appropriate for the calibrated flow rate (fr) of the device (0.96ml/day). The physician stated that the pt did "ok" that night (2/7/97;) however, the following morning (2/8/97) began complaining of pain. On 2/10/97, the pt was in the clinic complaining of severe pain. The physician spoke with a MFR clinical rep earlier, who suggested a device dye study be performed to determine catheter placement. The clinical rep informed the physician that she agreed with her colleague's recommendation. The physician stated he would contact the MFR clinical rep if further questions should arise. No further details were provided at this time.